Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and a non-abbott catheter (pentaray) was inserted, blood leaked through the hemostasis valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed to replace the sheath.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.